Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No compromised force sensor system error alarm was noted. The drive support cap was found slightly loose. The unit was received with a broken battery cap. The unit also had a cracked case at the display window corners and belt clip slot, minor scratches on the lcd window, a missing end cap sticker, and a partially broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was 124 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer confirmed that the drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.